Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; both output connectors were broken. Analysis also found the lower case was contaminated, five case screws were corroded, and four decorative plugs were contaminated. (B)(4).

Event description:
It was reported that both output connectors on the external pulse generator (epg) were broken. The epg was returned for repair. There was no patient involvement.